Event description:
It was reported that the patient complained of not feeling well. Upon interrogation, the right atrial lead exhibited high capture thresholds. A chest x-ray confirmed that the lead had dislodged. The lead was repositioned successfully on (B)(6) 2014.